Manufacturer narrative:
The explanted device was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The evaluation of the returned lvad pump revealed deposition on the outlet elbow, and outlet stator. However, a correlation between these depositions and the reported hemorrhagic stroke could not be conclusively determined. The outflow elbow revealed a non-laminated deposition situated on the proximal-opening of the textured blood-contacting. The deposition was well adhered and appeared to have developed in this area. However, a specific cause for its development could not be conclusively determined. Furthermore, the deposition did not appear to occlude the flow of blood through the pump. The outlet stator revealed a white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was implanted with a left ventricular assist device. It was reported that the patient experienced neurological changes, such as visual field loss and nausea on (B)(6) 2015. The patient became unresponsive and was emergently transported to the local hospital for evaluation. The patient¿s international normalized ratio (inr) values were 2.0 on admission. The patient had previously had been on enoxaparin 1mg/kg sq bid for sub-therapeutic inr's. The patient was given emergency care including intubation. A computed tomography scan of the patient¿s head was performed and showed a large hemorrhagic cerebrovascular accident with herniation. The doctors and the patient¿s family decided that the patient would not have a chance for a meaningful recovery. The patient was on support in the intensive care unit waiting for a possible organ donation, however, the patient expired on (B)(6) 2016. The patient's pump was explanted and returned for evaluation.